Event description:
The patient was admitted to the in-patient rehab for impaired mobility. The therapist had the patient using a device called a litegait for ambulation. A few days later the patient complained of pain and was observed to have swelling in her proximal left thigh, feeling heavy. The patient underwent a venous doppler examination, which showed a proximal dvt in the distal femoral vein of the left thigh extending into the popliteal vein and down into the calf.